Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that the patient deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was reported to be gastrointestinal chronic hemorrhage anticoagulation, atrial fibrillation, coronary artery disease, respiratory failure and hypoxia.